Event description:
It was reported that the ilet pump displayed no screen output despite audible beeps and vibration when placed on the charger, and it would not power on even with the blue indicator light illuminated, leading to a device replacement. Symptoms included no adverse clinical effects and no impact on blood glucose reported. Outcomes included continued cgm use through the dexcom app or receiver and instruction that prior device data would not transfer to the replacement. Investigation included customer service troubleshooting and case assessment for a nonfunctional display and power-up failure and inspection of the returned device. Investigation of this device revealed a suspected device malfunction related to the user interface/display or power control that rendered the pump screen unresponsive. It was concluded, based on previously established findings for similar reports, that the cause was device failure of the display or related electronics.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.